Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-15777. It was reported that one of the leads had migrated and confirmed via x-ray. As a result, to address the issue surgical intervention took place, wherein both the leads were explanted and replaced with a paddle lead. Reportedly effective therapy was restored.